Manufacturer narrative:
An evaluation of the device cannot be performed as the device was returned to the patient and was not returned to the manufacturer. Hospital protocol does not allow for x-rays or return of product. Additional information was requested. If device or additional information becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "surgeon exchanged poly to thicker x-3 to improve patient stability."